Event description:
It was reported that a user of the ilet experienced a ¿dosing stops soon¿ notification after starting a new dexcom g6 transmitter and sensor while the cgm was in warm-up, during the first week of pump use; the user had paused insulin delivery earlier for approximately two hours for showering and while awaiting cgm replacement, and performed fingerstick entries of 342 mg/dl and 318 mg/dl as instructed. Symptoms included hyperglycemia. Outcomes included customer support troubleshooting and education, including explanation of bg run mode and manual blood glucose entry into the pump. Investigation included technical review and guided use troubleshooting with verification of cgm warm-up status and insulin delivery status. Investigation of this case revealed no device malfunction identified during support, with the event consistent with dosing stops logic during cgm warm-up and recent prolonged pause of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.